Event description:
The reporter contacted animas on (B)(6) 2012 claiming the keypad was unresponsive after the patient finished swimming. The reporter stated that the battery and cartridge compartments were dry but water was coming out of the ok and bolus buttons. When the reporter was examining the pump the bolus button fell off. The reporter claimed there were no prior issues with the keypad and cannot find where the keypad may be damaged. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was worn but intact. Evaluation revealed that the buttons respond appropriately. There was no evidence of keypad contamination found under the button contacts. Unrelated to the complaint, a case seal leak and keypad leak were found leak test. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.